Event description:
While using a byte day aligner, patient reported that their bottom aligner not fitting correctly and continually makes sores on their tongue. Patient was provided how to smooth the sharp edges of the lower aligner with their file and what to do with the aligner causing sores on their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.